Event description:
It was reported that there was foreign matter on the catheter and inside of the package. The user is alleging that the catheter may have caused his urinary tract infection. He went to the ER where they gave him liquid antibiotic thru IV. He was sent home with a 10 day supply of antibiotics. The infection lasted for two to three days. No further complications with the user.

Manufacturer narrative:
The actual samples were returned for evaluation. Visual inspection revealed that there was no foreign matter inside of the packages. The powder-like material is a natural substance inherent to the manufacturing of this product and is therefore not a foreign matter. The instructions for use states the following precautions: "inspect this device and its package for any damage or defect prior to use. Do not use if there is any sign of damage or contamination in the package, or if the expiration date has passed" and also states "natural rubber may rarely induce allergic symptoms such as itching, rash, hives, swelling fever, dyspnea, asthma-like symptoms, blood pressure decreased, and shock. If these symptoms develop, immediately stop use of the product and see your doctor for appropriate measures." These devices are to sterilized and labeled for "single use only." According to the cdc, one of the most common complications associated with clean intermittent catheterization is urinary tract infection. Factors that can contribute to utis include rigor of clean technique, use of sterile versus clean catheters, impact of fluid intake, frequency of catheterization, and bowel management. (B)(4).